Event description:
The customer stated a falsely elevated ca 19-9xr result was generated on an architect i2000sr analyzer when reagent lot 08852m500 was in use. This architect generated an initial ca 19-9xr result of 69-9, and repeat results of 20.8 and 23.1. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.